Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest. No unexpected settings lost after a battery change noted during testing. Successfully downloaded history files and traces using thump. The p-cap locks properly into the reservoir compartment. All buttons functioned properly, no moisture or physical damage to the keypad assembly, and the j1 connector was locked properly on pcba 1 noted. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, stained keypad overlay buttons, cracked case-corner of belt clip rails, cracked battery tube threads, detached battery cap contact, and scratched case. Buttons sticking and battery settings lost after battery change during analysis was not confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump buttons were sticky and lost the pump settings after battery changes. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 returned for analysis.